Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 200 units of insulin, and was decreasing faster than expected. Subsequently, review of the pump data logs by tandem technical support showed that the fill estimate decreased rapidly from 65 units to 35 units within approximately 3 hours. The customer's blood glucose level was reported to be 250 mg/dl, and was addressed with a correction bolus via the pump. It was confirmed that the customer will use the pump for continued insulin therapy.